Manufacturer narrative:
Nvestigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The reported false positive sample were a possible result due to contamination by plate handling. The run involving sample identification (sid) in the table above were valid, met assay specification requirements, and no error codes or flags were displayed for the controls except the following: 11 results received a flag or failed control; however the results were still valid. Patient sample with positive amplification of target but failed internal control will produce valid result with a flag for internal control failure. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 520699 is performing outside of established design performance specifications. However, the reported false positive samples possible cause is likely due to contamination by plate handling. Due the results log not being available a curve analysis and an amp tray carryover analysis was not able to be performed, therefore the reported discrepant results in this ticket were not able to be reviewed regarding those criteria. The possible cause of the reported discrepant results could be due to contamination during handling, as identified in this review. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 520699 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 520699 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 520699. Complaint history review a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 520699. The complaint history review identified 10 additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 520699. Ten complaints were identified as a result of the lot specific complaint search for alinity m sars-cov-2 amp kit (list 09n78-095) lot 520699. However, one was identified as duplicated ticket and the other nine documented discrepant results occurred when using an earlier version of the application specification file or potential amp plate carryover risk was identified as a likely cause of the discrepant results. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 520699 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported 31 discrepant result of false positive on their alinity m sars cov-2 assay. The lab retested 53 samples that initially generated positive results when run on the alinity m sars cov-2 assay. When repeated on the m2000 platform, 31 samples generated negative results. It was confirmed 5 positive results were reported outside the lab as the results were confirmed. There was no report of impact to patient management due to this observation.